Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. On (B)(6) 2016, the representative provided contact information for the patient's new hcp. No new event information was provided.

Manufacturer narrative:
The other relevant components include: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer (con) via a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of morphine via an implantable infusion pump for non-malignant pain. It was reported that the patient experienced symptoms of withdrawal on (B)(6) 2016 and presented to a hospital. Patient was given intravenous (IV) and oral medication. The patient came into clinic on (B)(6) 2016 for evaluation and she was given antibiotics for opening at incision. There was not believed to be any environmental factors that may have led or contributed to the issue. The patient had a dye study done and reported that the catheter was out of the intrathecal space. The issue was not resolved as of the time of this report. The status of the patient was stated to be alive and with no injury. The patient was seeing a new hcp and would not give the name to the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.